Manufacturer narrative:
Analysis of the lead (B)(4) found that the lead was stretched and the outer insulation was separated at the butt joint at the number 0 connector.

Event description:
It was reported that after implantation of a lead the physician noted an isolation defect in the proximal part of the lead. It was noted that there was a break or fracture in the proximal part of the lead. It was reported that the lead was explanted and replaced by another lead. It was noted that the patient was doing fine and received effective therapy.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.